Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture/no sensing post-operatively. The rv lead was subsequently confirmed to have dislodged by a chest radiograph. The rv lead remains in use however there is a plan in place for future lead revision. No patient complications have been reported as a result of this event.